Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a lead revision. After the lead revision, the device displayed eri. A firmware download was performed and battery longevity restored; however, drop in battery longevity was noted. The patient was asymptomatic.